Event description:
Additional information was received on 2017-02-16 from the consumer reporting that the patient still had the jolting. It was reported to be a ¿cutting in and out¿ problem now. If the patient laid down it did not let the patient keep the intensity of the settings. It was way too strong but it helped their leg when the patient was standing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that stimulation had changed for her, noting that she no longer feels stimulation from her hips to her tailbone. The patient has to stand straight up and bend backwards at her hips in order to feel stimulation. A manufacturer representative told the patient that one electrode is not working anymore, and he tried to program around. The patient said that since the reprogramming, the stimulation was ¿vibrating really hard¿ and it just jolts her. The patient was redirected to their healthcare provider. The indication for implant was spinal pain. **omitted information related to pe 701639386 ¿ leads not high enough/pain; pe 701642197 ¿ pain/ins bulging, moving.**